Event description:
It was reported via repair work order that the bed was stuck in trend.

Manufacturer narrative:
Follow-up submitted as further investigation determined that, even though the bed was stuck in trend, it could still attain the lowest, flat position. Being stuck in trend would be a caregiver annoyance, however, it is not likely to harm the patient as CPR could still be administered, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the footend was stuck in an elevated position due to a damaged cpu board and stripped coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.